Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported, the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.